Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer's mother reported that when she removed the pod from her daughter, there was blood in both the pod and cannula as well as bruising at the insertion site. In addition, her bg levels at the time were high (332-500mg/dl). The pod was deactivated and a manual insulin injection was administered. A new pod was activated seven hours later which was effective in lowering her bgs. The suspect pod will be returned for evaluation.